Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the luer lock. The customers blood glucose (bg) level was (167 mg/dl) the customer stated that no carbohydrates will be consume and will monitor bg level. During troubleshooting with tandem technical support the customer was able to expel air bubbles by performing fill tubing.